Event description:
Same case as MDR ID#: 2134265-2013-05436. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter was stuck on the guide wire. The 70%-80% stenosed target lesion was located in the moderately tortuous and calcified distal superficial femoral artery. A 5.0mmx100mmx135cm sterling balloon catheter was used and advanced to treat the target lesion. As the physician advanced the balloon over a v- 18 guidewire, the balloon became stuck on the wire. The entire system was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).